Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the customer was hospitalized while wearing the infusion device. The father alleged that there was an issue with the infusion device that led to the hospitalization, however no further information could be obtained. It is unknown how long the customer was hospitalized or what type of treatment was received.